Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery.

Event description:
Per the clinic, on (B)(6) 2022 (specific date not reported), the patient fell and sustained a head trauma. Subsequently, the patient experienced intermittencies with stimulation. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.